Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse conducted a site visit and reprogrammed the tower common compute controller (ccc). The issue did not recur after multiple power cycles. No part replacement was conducted. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the site contacted tech support while setting up for a procedure to report the system powered on with error messages. Prior to calling, the site shut down each console individually because they were not responding to the global power down. The tse walked the caller through a hard power cycle on all carts and reseated all blue fiber cables. The system powered on and presented error 40096. Logs indicated several communication errors following error 311 on the tower msc node. The procedure was aborted with no reported injury.